Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the pressure was observed to fluctuate. The device's sensor board was replaced to address the issue.